Event description:
It was reported via phone call that the customers weight was (B)(6) pounds.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 182 mg/dl and current blood glucose value was 414 mg/dl. Customer re-checked and the blood glucose value was over 400 mg/dl and today this morning her blood glucose value was at 167 mg/dl. Customer stated that she treated for the high blood glucose with the pump. Customer did not allege pump was under delivering. Customer declined to perform high pressure test. Insulin pump will not be returned for analysis.